Manufacturer narrative:
An event regarding infection involving trident x3 elevated rim 36mm ID was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot and no other similar events were reported for the lot or sterile lot. Conclusion: it was reported that the patient's left leg was amputated and acetabular components removed due to infection. The event was not confirmed. Infection is a known possible adverse outcome of surgery, as noted in the instructions for use. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: trident hemispherical cluster hole shell; cat #: 502-11-52e; lot #: 60693602; v40 cocr lfit head 36mm/0; cat #: 6260-9-136; lot #: d68y01; 21mm mod rev hip bdy/blt +10mmcomponent level 9006-1-121; cat #: 6276-1-121; lot #: 57000201; d-m 2.0mm beaded cable set vit; cat #: 6704-0-520; lot #: 56712002; d-m 2.0mm beaded cable set vit; cat #: 6704-0-520; lot #: 58607809; d-m 2.0mm beaded cable set vit; cat #: 6704-0-520; lot #: 59609903; d-m 2.0mm beaded cable set vit; cat #: 6704-0-520; lot #: 59609903; d-m 2.0mm beaded cable set vit; cat #: 6704-0-520; lot #: 61682803; d-m 2.0mm beaded cable set vit; cat #: 6704-0-520; lot #: 61682803. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left leg was amputated and acetabular components removed. Patient developed an infection from an above-the-knee amputation site which was performed (B)(6) 2018. The infection spread up the leg and into the hip. Surgeon performed a disarticulation of the remainder of the patient's leg (amputation up to the pelvis) and removed the patient's acetabular components. A shell and liner implanted (B)(6) 2017 were removed, and a restoration modular stem construct, 36 +0 lfit head, and 6 sets of dall-miles cables were removed with the remainder of the patient's leg. Rep provided usage reports for the primary implantation and prior revision (pi (B)(6)), and reported that no further information will be released by the hospital or surgeon.